Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The sample was analyzed in the maquet (B)(4) laboratory. The leakage at the gas exhaust (co2) port was confirmed. There was one damaged fiber which caused the leak. The manufacturing records were reviewed but no deviations were found. The development department was informed of this failure and an investigation into potential causes was initiated. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) it was reported that blood was seen leaking from the co2 scavenger port of the quadrox-I vkmo-70000 oxygenator (lot number 70079387) 15 minutes into bypass surgery. The oxygenator was changed out. There was no patient impact. (B)(4).